Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that the insulin pump alarmed no delivery during basal. Customer stated it happened 1-2 weeks ago and blood glucose was unknown. Unable to troubleshoot due to past event. Customer stated the alarm was resolved by a complete change. Customer stated sometimes she sees white marks on tubing that indicates that it was bent. Advised the customer to report back for troubleshooting. No further information provided.